Manufacturer narrative:
The microcatheter was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, the report of catheter entrapment and separation could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. It is likely that excessive tension was applied, beyond the 20cm limit noted in the instructions for use, to the micro catheter resulting in the separation. Per the device¿s, instructions for use (IFU): if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. MDR related to this event: 2029214-2017-00428, 2029214-2017-00429, 2029214-2017-00430, 2029214-2017-00431, 2029214-2017-00432, 2029214-2017-00433.

Event description:
Citation: brain arteriovenous malformation treatment using a combination of onyx and a new detachable tip microcatheter, sonic: short-term results. Maimon s1, strauss I, frolov v, margalit n, ram z. Ajnr am j neuroradiol. 2010 may;31(5):947-54. Medtronic received report that a patient with avm s-m grade 3 located in the right frontoparietal. Upon retrieval of the marathon catheter the feeding artery ruptured causing an intracerebral hemorrhage occurred. The patient immediately deteriorated. The patient remained severely disabled with hemiparesis. There was remnant at the end of the procedure planned for a second session. The bleed was from the single feeder that was used for onyx injection. The patient remained severely disabled with hemiparesis.